Event description:
It was reported that arteriotomy closure using a perclose proglide device in the common femoral artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the needles did not engage. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is proficient in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Therefore, without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, in process testing of devices are performed to assure the trajectory of needles in order to prevent this mode of failure. In addition, a sampling of finished devices is also tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown since the product was not returned for analysis and was not reported. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency. The other perclose proglide device is being reported under a separate medwatch report number.